Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that after disassembling the device noted cracks on the organic light-emitting diode (oled) screen. When the device was powered on, the screen stayed black. It was reported that the display screen turned off unexpectedly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the damaged oled screen can occur if the device is dropped. The evaluation detected an unreported condition: a knocking noise was heard during initialization. After taking apart the handle, an internal motor was found to be loose. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: a non-critical electrical component was found to be damaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation on a procedure, prior to patient contact, handle did not activate. When the disposable shell trigger was placed, the handle sounded as it was turning on, but the display did not light up. The change of the handle was performed to resolved the issue. There was no patient injury.